Event description:
Per the report received from australia, a 71-year-old patient with a 11500a23 valve model implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of four (4) years and eleven (11) months due to a thrombus present on leaflet and mild calcification observed on the tip of leaflet. As per echo report, valve was well seated with thickened leaflets and mildly reduced excursion increased gradient but doppler profile not suggestive of severe stenosis (at 100ms). There was eccentric moderate transvalvular aortic regurgitation directed across the valve face which could be underestimated. Possible small paravalvular leak seen at the 2 o'clock position. As reported, valve thrombus was diagnosed via CT on the same reintervention day. However, the patient had presented to the emergency department with heart failure twenty-seven days prior. Reportedly, patient had been on anticoagulation therapy before diagnosis until presentation to the emergency department. A transcatheter valve was implanted within the edwards surgical valve. The patient was discharged after the intervention.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including a coronary artery bypass graft surgery (CABG).